Manufacturer narrative:
G3, h2, h3, and h6: the navio drill, part number 101209, serial number (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. During testing the drill produced a loud whining sound as well as started smoking and getting hot to the touch. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints. The most likely cause of the overheating is mechanical failure of the drill motor shaft. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. D8 and d9: device returned.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a navio preventive maintenance, it was found that one anspach drill gets hot. No patient was involved. No other complications were reported.